Event description:
A zoll distributor contacted zoll to report that the therapy electrodes on electrode belt sn (B)(4) were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem; (therapy electrodes non-functional) was confirmed. Upon receipt, the belt failed incoming functionality testing. Upon investigation, the front pulse wires were not soldered together inside the distribution node. The root cause of the unsoldered pulse wires was an assembly error. An internal corrective action has been issued. No adverse event resulted from the defective electrode belt.